Event description:
Surgeon squeezed the handle of the small clip applier, but clip did not release. Then a new clip applier of the same lot was used without any issue.======================manufacturer response for multiple small clip applier, ligaclip mca multiple clip applier======================requested that the product be sent in for evaluation. Jammed.